Manufacturer narrative:
Due to characterization limit e1: initial reporter: dr (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer (physician) to the emergency support program. It was reported that while using sensation plus 8fr. 50cc intra-aortic balloon pump (iabp) the reporter noted balloon malposition on the chest x-ray and the physician had tried to advance the balloon catheter at the bedside a few cm at a time. After repositioning the catheter, a restriction alarm started and there was notable rounding in the balloon waveform. He also reported a change in augmentation and pressure waveforms and indices. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Type of investigation. Investigation findings. Component code. Conclusion code h11. Corrected field: h6. Medical device problem code the catheter restriction alarm indicates that the intraaortic balloon iab cannot inflate or deflate normally because airflow through the catheter or tubing is blocked when this occurs the cardiosave automatically enters standby and keeps the balloon deflated to avoid unsafe pumping call is received from emergency departement regarding catheter restriction alarm is due to the bedside team noted balloon malposition on the morning chest xray and dr brown had tried to advance the balloon catheter at the bedside a few cm at a time after repositioning the catheter a restriction alarm started and there was notable rounding in the balloon waveform he also reported a change in augmentation and pressure waveforms and indices. He denied any blood in the helium extender tubing or any exterior kink or bend present dr brown was inquiring about how to resolve the issue the pump had not been in standby for an extended time. A catheter restriction result from off label use like not followed the iab IFU. Repositioned the sheath per IFU. Root cause categories as offlabel use. Physician asked about dipping the catheter in water prior to insertion esp team member discussed leaving the t handle in place until immediately prior to insertion to prevent the balloon from unfurling and never dipping or wiping the balloon catheter prior to insertion physician used. A fast cath sheath had been used for the initial insertion and the locking hub on the sheath had been overly tightened preventing appropriate flow through the balloon catheter the alarm had resolved after loosening the locking hub failure modes associated with airflow restriction includes inability to verify iab position leading to membrane restriction. Overall conclusion is the catheter restriction alarm is triggered by any condition that obstructs airflow to from the iab preventing normal inflation deflation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d7a.

Event description:
N/a.